Event description:
Pvc ablation that became transeptal. The vascade mvp device was selected for closure and inserted into the 10f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. Final hemostasis was achieved with the device. 24 hours post procedure the patient developed a deep vein thrombus. The clot broke off and traveled to his right atrium. Patient was transferred to another facility for further treatment including a thrombectomy. Patient is on extracorporeal membrane oxygenation (ECMO) due to sever carotid artery disease. No other information provided.

Manufacturer narrative:
The reported issue was addressed with a surgery. The device was not returned for physical investigation. Conclusion: while the device was not returned for physical investigation. Deep vein thrombosis is a complication which may be related to the endovascular procedure, the vascular closure procedure or an underlining condition of the patient. Hemostasis was initially reportedly achieved with the vascade mvp. The deep vein thrombosis was treated with surgery.